Event description:
Rec'd a telephone call from a provider alleging that the charger cable on the powerchair for one of his customers was smoldering. No injury or property damage reported.

Manufacturer narrative:
Pride is evaluating the returned parts. The customer's unit was repaired. Pride will f/u after eval is completed.